Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, stress testing and full ECG functional testing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The device activity logs were not available for review as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "ECG monitoring disabled" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.